Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological and air bubbles in gel. The following information was provided by the initial reporter: the customer stated "the following issues were found in tubes. The following issues were found in tubes (367968) from lot 0135357: defective marking x159. Fm in gel x17. Fm in tube x1. Dirty tube x41. Damaged tube x11. Air bubbles x24.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological and air bubbles in gel. The following information was provided by the initial reporter: the customer stated "the following issues were found in tubes the following issues were found in tubes (367968) from lot 0135357: defective marking x159, fm in gel x17, fm in tube x1, dirty tube x41, damaged tube x11, air bubbles x24.